Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded electronic assembly. Unable to verify an error alarm due to the blank display. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had been submerged in salt water. The blood glucose reading was 221 mg/dl. Customer reported that the insulin pump had not been dropped and showed no physical damage. Nothing further was reported.